Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy pcb assembly. Physio replaced the therapy pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and found that filter, designator fl29, was damaged and would cause the device to deliver a monophasic waveform around 80% of it's selected defibrillation energy.

Event description:
The customer contacted physio-control to report that the service indicator on their device is present and that their device has logged event codes in the memory. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio-control found that there was damage to the therapy pcb assembly that would cause a device failure that would result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.